Event description:
The patient had 2 endeavor sprint rx coronary drug-eluting stents implanted to the proximal lad. Ref (MFR report# 2953200-2009-01442). The patient was asymptomatic at 30 day follow-up. Approximately 3 months post index procedure, the patient suffered an mi. It is unknown if the target vessel was involved. Ptca revascularisation (stenting) of non target lesion was performed. Indication for intervention was a positive history or recurrent angina pectoris presumably related to the target vessel. The investigator indicated that the revascularisation event was not related to the study stent. It is unknown whether the mi was related to the study stent. The patient was asymptomatic at 6 month follow up.

Manufacturer narrative:
(Secondary intervention, revascularization) - evaluation results: myocardial infarction.